Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris mesh. Later the pt experienced vaginal sling exposure and mildly bunched mes. A mid-urethral sling revision with excision of mesh was performed.